Event description:
The user facility reported a 39-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support for a bridge to transplant. During support, the patient developed a hematoma at the insertion site. The patient received two units of packed red blood cells.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
Section h6 has been updated, as the investigation has been completed. According to clinical, the patient developed a hematoma at the insertion site and consequently received two units of packed red blood cells within 24 hours. The impella 5.5 device was not returned, and therefore, an evaluation of the device was not possible. Product history review was completed, and the pump passed all post sterile investigating checks. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ correction was made to the following section(s): in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. F6: date captured to the initial report should be disregarded; this section is not applicable. F8: date captured to the initial report should be disregarded; this section is not applicable.